Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent biliary stent products that are cleared in the us. The pro code and 510 k number for the lifestent biliary stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation, and the safety is in locked condition. The deployment mechanism is in unused condition, but the stent marker section is prematurely deployed, as reported which leads to confirmed result. A manufacturing related issue could not be found. In this case, system compatible 6f introducer was used, and the guidewire was running smoothly inside the system; the vessel was normally tortuous and partially calcified, and the user did not experience difficulty during tracking of the system. Based on the investigation of the provided information, the investigation is closed as confirmed for premature deployment. A definite root cause for the reported event could not be determined. The intended placement site represents an off label use, however, the premature deployment occurred during tracking within the indicated procedure. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: 'a) gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire (...)', and 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' The IFU further state: 'if resistance is met during delivery system introduction, the system should be removed and another system should be used.', and 'f) flush the inner lumen of the device with normal, sterile saline prior to use. G) wipe the usable length portion of the delivery system catheter with a gauze soaked with normal, sterile saline.' The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During the procedure, the stent was introduced through a 6f sheath. The stent had never been fully deployed from the sheath. However, during the retraction through the sheath, the stent unintentionally opened. The red safety tab was still intact. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent biliary stent products that are cleared in the us. The pro code and 510 k number for the lifestent biliary stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent. During procedure the stent was introduced through a 6f sheath. The stent had never been fully deployed from the sheath. However, during the retraction through the sheath, the stent unintentionally opened. The red safety tab was still intact. There was no reported patient injury.